Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator could not be interrogated via bluetooth. It was discovered that the device had gone into backup mode. Cause of backup mode was not able to be verified, but it was suspected that device magnetic resonance imaging (MRI) settings had not been enabled prior to recent MRI. Hv therapies were disabled. The device was able to be reprogrammed and restored. There were no patient consequences.